Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have changed infusion set seven times and continued to have high blood glucose. Customer's blood glucose was 341 mg/dl. Customer reported to have not received alarms nor alerts. During troubleshooting, it was found that insulin pump was working as designed. Customer did not trust insulin pump and requested for insulin pump to be replaced.